Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller stated that patient had an MRI which they turned the stimulation off for. Since then, the patient has been urinating much more frequently than before. Caller stated they are wanting to put the program back to where it was before the MRI. When caller attempted communication with the patient programmer they noticed power on reset (por) message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.